Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to the wire became completely stuck inside the lead. Local representative believe it is a mailman or supracore or some other stiff wire that is not a whisper wire.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. A bend of the lead body approximately 490 millimeters (mm) from the terminal end could have led to or have been a result of placement difficulty. Laboratory testing was able to reproduce the reported clinical observations, and detailed analysis did reveal any anomaly.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance issue. A new lead was placed. No adverse patient effects were reported. Additional information indicated this brady lead was not implanted successfully due to the wire became completely stuck inside the lead. Local representative believe it is a mailman or supracore or some other stiff wire that is not a whisper wire.